Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a follow up visit in clinic, premature battery depletion was observed on the device. Device is under battery advisory. Patient did not receive any therapies or atp shocks. Device was explanted and a new device was implanted. Patient was stable.